Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: (B)(6) 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching despite the batteries having greater than twenty-five percent charge capacity. Lubrication servicing was done for the six associated batteries. The controller and six batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data files did not reveal any premature power switching events near the reported event date. As a result, the reported event was not confirmed. Additional products: batteries (B)(4). Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.